Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope cable is faulty and has a hole. There were no reports of patient harm.

Event description:
Additional information was provided by the customer: event occurred before the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cover glass of the insertion section is cracked. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.